Manufacturer narrative:
(B) (4)

Event description:
It was reported that during an pelvic evisceration procedure, air leaked. When a forceps was in and out, the air leak sound was heard. Another device was used to complete the procedure. There were no adverse consequences for the patient. No device will be returning.

Event description:
On 12/14/09, during device evaluation by baxter the channel b stop and channel select keys on a colleague cx triple channel volumetric infusion pump where found to be not inoperable. There was no patient injury or medical intervention necessary. No additional information is available. This device utilizes user interface module master software (B) (4) categorized as unremediated.

Manufacturer narrative:
Evaluation summary:the condition of inoperable the channel b stop and channel select keys was confirmed through evaluation. The pump head module keypad was replaced to correct the reported condition. There is an ongoing CAPA investigation, CAPA-(B) (4) associated with this report. (B) (4)